Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. In the absence of device returned for analysis a conclusive cause for the reported difficulties could not be determined. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. The reported treatment with was likely due to case circumstances. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Estimated date of event. The device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The other patients/incidents referenced in the article are submitted on separate medwatch report numbers. Article title: percutaneous transluminal angioplasty of suture-mediated closure device-related femoral artery stenosis or occlusive disease.

Event description:
It was reported through a research article identifying a perclose-at device that was used on a (B)(6) year old patient in which hemostasis was achieved with a perclose-at following a transarterial chemoembolization for treatment of hepatocellular carcinoma via the right femoral artery and 170 days later, had the following outcomes: clinical presentation of "claudication (100m)"; eca to common femoral artery (cfa) (long segmental occlusion); "linear hyperechogenic lesion of 7mm in length was noted in the posterior wall of the cfa" and was believed to be a remnant of the suture of the perclose device (smc- suture mediated closure device) but it was not associated with clinical symptoms or disturbed femoral arterial flow; possible intimal tissue damage; inflammation; possible back wall stitch. The patient was treated successfully with percutaneous transluminal angioplasty (pta). Specific patient information is documented as unknown. Details are listed in the attached article, titled "percutaneous transluminal angioplasty of suture-mediated closure device-related femoral artery stenosis or occlusive disease".